Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported swelling in the working length was found to be offset and overlapping proximal coils which appear to give the appearance of increased outer diameter. The reported difficult to remove and difficult to advance was not confirmed via returned device analysis due to being caused by procedural circumstance. Based on the visual, dimensional, functional analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, 70% stenosed, proximal left anterior descending artery. After placement of the guiding catheter, the balance middleweight (bmw) elite guide wire was advanced across the lesion, followed by advancement of a non-abbott balloon catheter. Resistance was felt between the balloon catheter and the guide wire during advancement and the bmw elite guide wire was observed to have swelling in the working length of the guide wire. Resistance was also felt during retraction of the balloon catheter over the guide wire. A new bmw ii guide wire was used to complete the case using the same non-abbott balloon catheter. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.